Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not functioning. The customer stated that the insulin pump was alerted her buttons were lock and even if she restart the insulin pump she couldn't get passed the message. The customer was took insulin and the next thing she knew the buttons were not responding anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device received had unresponsive act buttons due to corroded keypad traces.